Event description:
It was reported that the patients implantable pulse generator (ipg) was implanted too deep and could not charge the ipg. The patient underwent a battery pocket revision procedure and was doing well postoperatively.